Manufacturer narrative:
Investigation found that the unit also had damaged power prongs on the power cord.

Event description:
It was reported the power cord was damaged, resulting in exposed bare wires and damaged power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the power cord was damaged, resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.